Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents and/or complaints from this lot. Based on the information provided, the reported difficulty removing, and tip separation appear to be the result of case circumstances. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a lesion in the anterior tibial artery. A command es 300cm guide wire had no resistance during advancement but had resistance during removal with the anatomy; however, force was not applied. During removal attempts, the tip became separated. The tip was embedded using an unspecified device, and the procedure was successfully completed. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.